Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open hemicolectomy procedure, upon resection of bowel, the knife was not able to return back to original starting point after firing. A new stapler was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The sulu (single use loading unit) was received fully applied and the interlock was engaged with no knife blade damage. Cracks were noted on the surface of the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of cracks on the surface that has no relationship to the reported condition. Replication of the reported condition may be due to use in tissue thicker than indicated. The IFU (instructions for use) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.